Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause. No root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. An unapproved viscoelastic was used during the surgical procedure. Additional information was requested on 01/25/2011 and 02/09/2011 by phone, fax, and mail. A completed questionnaire was received on 02/14/2011. (B)(4).

Event description:
A consumer reported that following intraocular lens (iol) implant surgery, her vision did not improve like she was told it would. In a follow up, the surgeon reported the iol did not cause or contribute to the event. An unapproved viscoelastic was used during the surgical procedure.